Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that es erg had 1 drawer failed, the user was not sure which specific drawer had the failure, the customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer reseated row board cable on all trays to resolve the issue. The system functioned as intended after the field service engineer repaired the device.